Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 505 mg/dl due to the pump settings requiring adjustments. The contact adjusted the pump settings to address bg level.